Manufacturer narrative:
No conclusion code available. The results of the investigation concluded that liquid was present outside of the irrigation tubing within the proximal cabling. The device met specifications during leak and occlusion testing. Further testing using dye attempted to recreate the leak into the tubing, however no additional leaking was noted. The root cause for the liquid in the proximal tubing remains unknown.

Event description:
The catheter was flushed with the coolpoint pump and fluid was noted to flow backwards thru the catheter into the tactisys module. Another tacticath was used to complete the procedure with no consequences to the patient.